Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an infection. The pump was explanted. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).